Event description:
In (B)(6) 2022 on an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 during an attempt to insert a tube, the patient experienced pain. On (B)(6) 2022 a scan revealed a perforation, location unknown. On (B)(6) 2022, the patient underwent a laparotomy and was transferred to the digestive surgery for the weekend.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.